Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed her infusion set yesterday and had three no delivery alarms. Customer cleared the alarm but the infusion set was not changed. Customer also had low reservoir in the alarm history. It was explained that there was a possible consumable/site occlusion occurred. Customer's blood glucose level was 380 mg/dl. Customer was unsure if the cannulas were bent. Customer used the infusion set and reservoirs from the same lot number before. Customer was suggested to follow it up and call back again. No further assistance needed.